Event description:
When the user was seen for an ordinary suture control in july 2023, the surgeon noted that the electrode lead was in the external auditory canal. When the user activated in july of 2023 she had auditory sensation with the device and device was functional. She reported though discomfort due to the electrode lead in the eac which she kept touching with her finger. The user was medically treated for infection. At implantation the electrode was positioned with some abdominal fat and eac was completely closed with absorbable sutures. The surgeon believes that abdominal fat dissolved (reason unknown), the infection caused the sutures to fail and this caused the array to migrate out of the skin. The user was re-implanted on (B)(6) 2023. The explanted device will not be received for investigation.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to an extrusion of the active electrode into the external ear canal. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. The explanted device is not available for investigation. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When the user was seen for an ordinary suture control in (B)(6) 2023, the surgeon noted that the electrode lead was in the external auditory canal. When the user activated in (B)(6) of 2023 she had auditory sensation with the device and device was functional. She reported though discomfort due to the electrode lead in the eac which she kept touching with her finger. The device was explanted on (B)(6) 2023.